Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colostomy takedown procedure, after firing the stapler, the surgeon opened the jaws of the stapler and the handle snapped back (the jaws spring opened rapidly) and cuts and created a blood blister on his finger. The issue was resolved by surgeon bandaging his own finger. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted: the photo depicts the right hand with what appears to be a blister on the middle finger with blood on two of the fingers. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.